Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, and none were found. Conducted occlusion testing, and no occlusions were noted.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer reported that needle was occluded and eventually leaked out. Customer's blood glucose was unknown. Customer was able to resolve no delivery with a complete set change. Customer was advised that infusion set and reservoir would be replaced.